Manufacturer narrative:
(B)(4). Device and initial implantation details unavailable at the time of this report on october 18, 2016. Correction: per the clinic, the patient did not undergo any revision surgery as previously reported. Implanted device remains.

Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report , this report is filed on august 10, 2016. Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent revision surgery on (date not reported) to remove the excess skin. The implanted device remains.